Manufacturer narrative:
This is one of two device reports associated with this event. MDR #1225714-2015-04697 and #1225714-2015-04698.

Event description:
Additional information was received in which the patient's attorney alleged that the patient experienced cardiac arrest causing death.

Event description:
The plaintiff's attorney alleged the patient experienced a cardiac event and expired on that same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Patient code was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.